Event description:
It was reported that the pump's battery was failing. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified battery not working and battery communication timeout. During the functional testing the reported issue was able to be duplicated. The battery no longer operated as intended. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced and fully charged the battery. Performed power up process, preventative maintenance and all functional tests which passed.